Manufacturer narrative:
Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a first mtp fusion procedure on (B)(6) 2016 a compression wire snapped off leaving roughly 7mm of wire in the patients metatarsal. The surgeon continued on with operation and there was no delay to the surgery. The remaining piece of wire will not cause any discomfort to the patient as it is sitting within the bone underneath the plate; there was no negative impact to the patient. This is report 1 of 1 for (B)(4).